Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, no specific bg level was provided. Reportedly, customer's bg levels increased after changing infusion site. Customer did not indicate how they treated the bg level. Customer indicated that they will be visiting their health care provider to discuss diabetes management. Although requested by tandem technical support, no additional information was provided on the reported event.